Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: date of event unknown. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45b reload loaded in the device. The reload was received partially fired 3/4 and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the powered echelon did not connect to battery. When trying to fire nothing happened. No noise was made. First reload is still in gun. Possibly the safety pin in reload was shifted forward when placing the reload in the gun. And therefore, gun did not want to fire because it thought the reload was already used. Otherwise, the battery was already empty. New powered gun was opened with new battery and this worked fine. No patient consequences.